Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-03467, 2134265-2017-03468 and 2134265-2017-04106. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified middle left anterior descending artery. An ilab ultrasound imaging system was used in conjunction with two opticross¿ 6 imaging catheters and a pullback sled to view the target lesion. During the procedure, the physician successfully recorded the images however, the opticross¿ 6 failed to perform automatic pullback. The opticross¿ 6 imaging catheter was replaced with another opticross¿ 6 but the same issue occurred. The procedure was completed using a non-bsc device. No patient complications were reported.